Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received insulin pump error alarm, however customer removed battery tried inserting another one and insulin pump was not turning on. The customer¿s blood glucose level was 3.2 mmol/l at the time of incident. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer also experienced low blood glucose, however they corrected it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.